Event description:
With multiple uses of the bandages on different body parts this occurred to varying degrees, but always something happened. This occurred where the adhesive was in each case. The bandages left mild-severe red marks that stayed for a long time, especially the outline of the bandage. There was occasionally bruising at the end of the bandage after removal. On some healthy skin when the bandage was removed there was flaky white skin. One bandage ripped off a decent size chunk of skin. (B)(6). Safety report ID# (B)(4).